Manufacturer narrative:
Insulin pump had an up arrow button that did not respond due to flattened button dome switch. No scrolling numbers on display anomaly noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that the numbers of customer's insulin pump are scrolling up on its own. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.